Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The patient reported via a manufacturer representative (rep) that there was a lead revision due to misplacement. The patient's indication(s) for use were unknown.